Event description:
Surgeon using clearview uterine manipulator. Balloon would not blow up. Resistance felt when syringe was used. Second one tried with same results. Third one worked. All 3 had the same lot number. 251492, infor number 019013. The two that did not work have been bagged and tagged with biohazard sticker. Outside wrappers kept and with product.